Event description:
It was reported that during the procedure the right ventricular lead could not be implanted. Multiple locations were tried but the lead exhibited high threshold and inefficient intermittent pacing. The lead was removed to check the helix. The helix extension was proper but the lead was noted to be twisted and over torqued. The lead was not used. No further information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.